Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was backlit, but blank and black. Customer¿s blood glucose level ranged between 100-180 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.